Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tubes were overfilled. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about overfilled tubes. According to the customer's report, tubes drew a larger volume of blood than specified; it almost reached the cap.¿

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the tubes were overfilled. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about overfilled tubes. According to the customer's report, tubes drew a larger volume of blood than specified; it almost reached the cap.¿

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were returned by the customer in support of this complaint for catalog 364305, lot number 2166983. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.